Event description:
In the process of compounding vancomycin in 50ml of saline a leak was discovered at the end of the tubing assembly where the tubing widens and attaches to the end cap/assembly. The end cap was on securely, but the line leaked at this point after filling with 50ml.